Manufacturer narrative:
Product evaluation: customer report of insufficiency could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on outflow aspect, leaflets 2 and 3 by approximately 3mm at commissure 3, and leaflets 1 and 3 by approximately 1mm at commissure 1 at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 3 had scratches at the cusp area on the outflow aspect. Suture pledgets and sutures remained attached around the sewing ring. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Wireform was exposed around leaflet 3 on the inflow aspect. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. In this case, there is insufficient information available to conclusively determine the root cause of the event. Requests for additional information have been performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that a bioprosthetic mitral valve was explanted after an implant duration of one year due to mitral insufficiency. No other details have been provided at this time.

Manufacturer narrative:
An observational evaluation was performed on the explanted valve. As received, approximately a half of the sewing ring covering cloth was missing with disruption of the silicone sewing ring, which presumably related to the explant of the valve. Severe host fibrous (pannus) tissue growth was noted on the outflow (ventricular) side of the valve. The pannus growth covered almost the entire outflow surface of leaflet 1 leading the leaflet tissue retraction at the free edge near both commissures. Native chordal remnants, most likely from the preserved native mitral valvular/subvalvular tissue during the initial valve implant, were observed adjacent to the pannus tissue on the leaflet 1 and 2 near the commissural areas. The initial implanting pledgets, some of them covered by the pannus tissue, were also observed on the outflow (ventricular) side of the sewing ring on the segment of leaflets 1 and 2. Leaflet fusion by the pannus tissue was noted on all three commissures. The host tissue growth is mild on the inflow (atrial) side of the valve. X-ray showed the wireform and metal stiffener band are intact. No leaflet tissue calcification was depicted by x-ray imaging. The severe host pannus growth appeared to be the primary cause for the reported malfunction of the valve. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.